Manufacturer narrative:
Company comment: the serious events of abscess and cellulitis at implant site and the non-serious events of mass, oedema, erythema at implant site and purulent discharge were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, four medical complaints have been reported for the lot number, including this case. To rule out the possibility of a non-conforming product, a batch record review will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 24-nov-2025 by a physician concerning a 65-year-old female patient. The medical history of patient included allergies to codeine and sulfa medications. Concomitant medications included cq10, estradiol [estradiol], multivitamin [multivitamin], turmeric, vitamin c and e [ascorbic acid, tocopherol] supplements and progesterone [progesterone]. The patient had previously received treatment with unspecified filler and toxins, and the treatments were well tolerated. On (B)(6) 2025, the patient received treatment with restylane defyne (lot 22962, expiry date 30-sep-2026) to the chin (unknown amount, injection technique and needle type). On (B)(6) 2025, the patient experienced a bump (implant site mass) on the neck and swelling/edema (implant site oedema) of the chin. Approximately six days later, in (B)(6) 2025, the patient was seen by an hcp who prescribed levaquin [levofloxacin] as treatment. On (B)(6) 2025, the patient went to an emergency room (ER) and the patient was diagnosed with an abscess (implant site abscess) on the neck. The patient was admitted to the hospital and received treatment with unspecified IV antibiotics and was discharged on (B)(6) 2025. On (B)(6) 2025, the patient noticed increased the swelling of her chin and returned to the ER. She underwent a CT scan and was diagnosed with submental abscess in the chin. The hcp performed an incision and drainage procedure, and was prescribed with augmentin [amoxicillin sodium, clavulanate potassium] and was discharged from the ER. On (B)(6) 2025, the patient returned to the ER again because the chin had turned bright red and purple (implant site erythema) and began draining pus (purulent discharge). The patient underwent another incision and drainage procedure with packing. Additionally, a CT scan was performed, and the patient was diagnosed with cellulitis (implant site cellulitis) of the chin. The chin abscess had increased in size to 1.3 cm. On (B)(6) 2025, the patient presented to a local ER, due to ongoing swelling of the chin. Another CT scan was performed, and the patient was diagnosed with edema of the mentum and chin. The hcp prescribed corrective treatment with clindamycin [clindamycin] and the patient was discharged. She was advised to follow up with a plastic surgeon. In (B)(6) 2025, the reporting physician decided to treat the patient and advised to extend the clindamycin treatment. At the time of this report, on (B)(6) 2025, the reporting hcp stated that the events were ongoing. Outcome at the time of the report: bump was not recovered/not resolved/ongoing. Swelling/edema was not recovered/not resolved/ongoing. Abscess was not recovered/not resolved/ongoing. Bright red and purple was not recovered/not resolved/ongoing. Draining pus was not recovered/not resolved/ongoing. Cellulitis was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious events of abscess and cellulitis at implant site and the non-serious events of mass, oedema, erythema at implant site and purulent discharge were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical and surgical interventions and hospitalization to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. To date, four medical complaints have been reported for this lot number, including this case. A repeat batch record review has been conducted, and no potential quality issues have been identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma quality management system. The information available in this case does not indicate a non-conforming product or malfunction. The investigations performed are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a physician concerning a 65-year-old female patient. The medical history of patient included allergies to codeine and sulfa medications. Concomitant medications included cq10, estradiol [estradiol], multivitamin [multivitamin], turmeric, vitamin c and e [ascorbic acid, tocopherol] supplements and progesterone [progesterone]. The patient had previously received treatment with unspecified filler and toxins, and the treatments were well tolerated. On (B)(6) 2025, the patient received treatment with restylane defyne (lot 22962, expiry date 30-sep-2026) to the chin (unknown amount, injection technique and needle type). On (B)(6) 2025, the patient experienced a bump (implant site mass) on the neck and swelling/edema (implant site oedema) of the chin. Approximately six days later, in (B)(6) 2025, the patient was seen by an hcp who prescribed levaquin [levofloxacin] as treatment. On (B)(6) 2025, the patient went to an emergency room (ER) and the patient was diagnosed with an abscess (implant site abscess) on the neck. The patient was admitted to the hospital and received treatment with unspecified IV antibiotics and was discharged on (B)(6) 2025. On (B)(6) 2025, the patient noticed increased the swelling of her chin and returned to the ER. She underwent a CT scan and was diagnosed with submental abscess in the chin. The hcp performed an incision and drainage procedure, and was prescribed with augmentin [amoxicillin sodium, clavulanate potassium] and was discharged from the ER. On (B)(6) 2025, the patient returned to the ER again because the chin had turned bright red and purple (implant site erythema) and began draining pus (purulent discharge). The patient underwent another incision and drainage procedure with packing. Additionally, a CT scan was performed, and the patient was diagnosed with cellulitis (implant site cellulitis) of the chin. The chin abscess had increased in size to 1.3 cm. On (B)(6) 2025, the patient presented to a local ER, due to ongoing swelling of the chin. Another CT scan was performed, and the patient was diagnosed with edema of the mentum and chin. The hcp prescribed corrective treatment with clindamycin [clindamycin] and the patient was discharged. She was advised to follow up with a plastic surgeon. In (B)(6) 2025, the reporting physician decided to treat the patient and advised extending the clindamycin treatment. On 24-nov-2025, the reporting hcp stated that the events were ongoing. At the time of this report on 13-jan-2026, follow-up attempts with the reporting hcp for additional information were performed without success. Outcome at the time of the report: bump was not recovered/not resolved/ongoing. Swelling/edema was not recovered/not resolved/ongoing. Abscess was not recovered/not resolved/ongoing. Bright red and purple was not recovered/not resolved/ongoing. Draining pus was not recovered/not resolved/ongoing. Cellulitis was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 batch record review investigation results were received on 05-jan-2026.